Event description:
It was reported that device had an electrical reset. It was also reported that patient "manipulates device quite a bit and complains of periodic burning." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device and have analyzed the data. On (B)(6) 2010 at 02:30:58, the device recorded a critical ram parity error por (power on reset).